Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the sensor and got a change sensor alert. Customer stated that when she removed the sensor, there was no sensor wire. Customer requested a new sensor.